Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37739 was returned and analyzed. Visual inspection of the balloon catheter was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 indicating that the safety system detected a compromised outer vacuum. During inspection and pressure testing of the handle segment, a leak path was identified at the pressure sensor tube to pressure sensor bond. In conclusion, the reported cardiac tamponade occurred during the procedure and could not be confirmed through product analysis. The balloon catheter failed the return product inspection due to a bond leak observed at the pressure sensor bond to pressure sensor tube fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were received and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed 7 applications were performed using a catheter identified as afapro28 with lot 37739. Patient file #2 showed 4 applications were performed using catheter number 1 identified as afapro28 with lot 37739. Patient file #2 showed 10 applications were performed using catheter number 2 identified as afapro28 with lot 37739. Patient file #2 showed system notice 50032 (the safety system has detected a compromised outer vacuum) during inflation and ablation at application #1,2 and 4 with catheter afapro28 with lot 37739. In conclusion, the clinical issue (tamponade) occurred during the procedure and no indication of a relation of the adverse event to the performance and malfunction of the product could be determined through analysis of the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, a system notice indicated a compromised outer vacuum, causing the procedure to stop. Attempts were made to disconnect and reconnect the electrical cable, but the issue persisted during the next ablation attempt. The catheter was replaced, which resolved the problem. The case was completed with cryo. After the case, fluid was noted in the pericardium. A chest puncture was carried out and a tube inserted. The fluid was drained. A tamponade was suspected to have occurred during the transeptal. The patient is reportedly well and expected to be discharged at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 4fc12; product type: sheath: product ID 2ach20; product type: mapping catheter; product ID afapro28 ; product type: balloon catheter  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.